Event description:
Customer reported receiving a freestyle reading that was inconsistent with how they felt. The customer was asleep and had to be woken up by spouse when spouse viewed sweats. Spouse tested while in seizure with the freestyle meter and received a reading of 118 mg/dl. The customer consumed honey and soda for their symptoms. No other treatment was reported.